Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to transport a patient (age & gender unknown), the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The lcd display cable was disconnected from the inverter board likely due to the device being dropped as explained by the customer. The display cable was reseated to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.